Manufacturer narrative:
There is no indication at the time of this report that the lens has been explanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after implantation of a zct300 intraocular lens (iol), patient experienced weaker vision in her right eye. Doctor reported a lens misalignment of 10-15 degrees. Reportedly, the iol was off the surgical axis by 10-15 degrees. It was not specified if the lens was misaligned clockwise or counterclockwise. The axis placement was 106 degrees. Uncorrected distance visual acuity is 20/30 and best corrected distance visual acuity is 20/20. Manifest refraction (mr) is -0.25 +0.75 x 080. The patient is thinking about having lens repositioned but has not decided yet. No further information was provided.

Manufacturer narrative:
(B)(4).all pertinent information available to abbott medical optics has been submitted

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.